Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a piece of the tissue and one staple can be see unformed in the tissue. Based on the photos reviewed, the event describe of malformed staples is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photos were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during a lap anterior resection, surgeon was completing an anterior resection. Bowel was prepared for stapling. Circular stapler was inserted, spike deployed and connected to anvil hearing the click. Circular stapler was closed feeling resistance as orange line entered the tissue compression scar indicator. Resistance felt at 2.5mm. Stapler was fired, full plastic to plastic closure. Stapler removed. Break away washer was cut thru. Proximal donut was good, distal was incomplete. Air leak test completed which proved significant failure. Upper rectum was excised removing staple line, and tissue prepared for a 2nd circular firing, mid rectum. A 2nd 29mm circular stapler was deployed and fired with complete donuts. Air leak test negative (good result) patient doing well.